Manufacturer narrative:
Supplemental information was received on july 13, 2016 in an user report and has been included in this follow-up report. This additional information does not change the previous manufacturer's assessment of the case. Zimmer considers this case as closed again. Should the device and/or additional information become available zimmer will re-evaluate the case and send an amended medical device report. (B)(4).

Event description:
It was now reported that the patient was implanted a durom component for acetabulum, uncemented, 58/52, code r on an unknown date and was revised on (B)(6) 2016 due to increased cobalt values (13.1 ug/l), cone insufficiency and large abrasion in the cone area.

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a durom acetabular component 58/52 code r on an unknown side (exact date not reported). Currently patient is being monitored due to unknown reasons.

Event description:
It was reported patient underwent hip revision approximately 10 years post implantation due to increased cobalt values (13.1 ug/l), cone insufficiency and large abrasion in the cone area.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D10: item # 0100181520, metasulâ® ldhâ®, head, 52, code r, taper 18/20, lot # 2301582. Item # 0100185145, metasulâ® ldhâ®, head adapter, s, -4, taper 12/14-18/20, lot # 2190920. Item # 290039137, clsâ® spotornoâ®, stem, 135â°, uncemented, 13.75, taper 12/14, lot # 2312161. G2: report source germany. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Medical records were not provided. Based on the available information, the reported event cannot be confirmed and a definitive root cause cannot be established. No new corrective, preventive or field action was taken following the investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.